Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During normal follow-up a warning message regarding the rv out of range impedance. The physician decided to check the rv impedance also in bipolar configuration but the result was the same. All the electrical measurement on the atrial lead were good. The physician decided to not take action at this time and check the lead at the next follow-up.